Event description:
The reporter stated that the unit was programmed in volume/time mode with a monojet 60cc syringe to deliver 15cc in 6 minutes. The unit delivered 30cc in 4 minutes. The pt's blood pressure dropped to 90/50, and the pt needed to be stabilized with 250cc of normal saline.